Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of burning smell. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the contamination. The customer complaint was not reproduced. There was 3 error has been identified.